Event description:
It was reported that on (B)(6) 2019 the surgeon inserted coroent xl peek cage into l1~l5 by xlif, and another brand spinal cage into l5/s1 by plif. Then on (B)(6) 2019 the surgeon fixed spine from th10 to s2 alar iliac. The spinal rod was fractured at the following sites, but we could not obtain information when the rod fractured: th12/l1; right side and left side l4/l5: right side and l5/l1 right side. Then on (B)(6) 2025 the surgeon performed revision surgery. Then on (B)(6) 2025 we obtained information that the patient had been discharged from the hospital. We did not obtain any other photographs and revised implants from the hospital. And we do not receive any other adverse patient consequences reported.

Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.